Event description:
In 2005, patient was not feeling well at 7pm and checked. Bg, result was hi. At 7:15pm, patient called the nurse-line and they instructed patient to call paramedics and did so. It was unknown what time the paramedics arrived, and tested patient's bg on their meter-result was 60 mg/dl. Approximately 5 minutes later, the paramedics left and the patient tested again on patients advance meter, result was 109 mg/dl.